Manufacturer narrative:
The reported event was confirmed: unknown cause. Evaluation confirmed that the detached valve and cap on the returned catheter. Further investigation was documented under CAPA cid# (B)(4). A review of the device labeling has been conducted for investigation purposed. The labeling and instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, f, h. The initial reporter facility name provided is (B)(6). All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spontaneous detachment of the foley catheter due to faulty inflation valve. The inflation valve was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spontaneous detachment of the foley catheter due to faulty inflation valve. The inflation valve was damaged.